Event description:
A malfunction on a pump was reported by the caller, who experienced no preceding notable events. The malfunction did not adversely affect the customer's blood glucose levels. Technical support assisted the caller by providing pump reset information and helping with the reset process, after which the malfunction code did not recur.